Event description:
It was reported that the patient was seen in clinic for a vvi backup reset. Hv therapies were active at the time of backup mode. The device was restored to original settings. The patient was stable.